Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe osteoarthritis. The patella was resurfaced and depuy cement x1 was utilized. The procedure was completed without complications. Patient¿s right knee was revised to treat pain and instability secondary to suspected tibial tray loosening. Upon entering the joint, the surgeon identified and excised periarticular scar tissue. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised to accommodate the revision products. There was no reported product problem with the revised tibial insert. The patella was retained. The patient was revised with a competitor revision knee construct. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.